Event description:
It was reported that there was a lead fracture with coil fragments loose in the vessel, and residual coil fragments noted under the clavicle pre- and post-extraction. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured (flexed clavicle-rib); partial lead in segments returned and analyzed.